Event description:
Contact reports a portion of the open screw extension was found to be broken off and in the pt. The breakage of this instrument and a viper rod holder reported on medwatch report no. 1526439-00181 during the same surgical procedure added 1 hr to the procedure.

Manufacturer narrative:
The open screw extension has been returned for eval. A f/u report will be filed upon completion of the eval.